Event description:
Complaint is reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent would not cross the lesion. The index procedure treated the 90% stenosed target lesion located in the moderately tortuous distal left circumflex (lcx) artery. The physician attempted to place a 3.0x12mm taxus liberte stent but was unable to cross the target lesion. The procedure was successfully completed with another taxus liberte. No patient complications occurred and the patient's condition was listed as "good". However, analysis of the returned product revealed that there was stent damage.

Manufacturer narrative:
(B)(6). A visual and microscopic examination found that the distal edge of the stent was damaged. Struts on stent rows 1 to 3 from the distal edge were misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).